Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was out of the skin. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.